Manufacturer narrative:
Investigation summary: customer returned a total of 2 used 4mm, 32 gauge nano pen needles. The pen needles were visually inspected prior to testing. Both of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta found that both pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use.

Event description:
It was reported while using a bd ultra-fine¿ pen needle that nothing comes out when priming. The following information was provided by the initial reporter: needle is blocked as nothing comes out when priming.